Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical manager (cm) reported that a fresenius 5008x bloodline had air in it two and a half hours after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately with an air in line alarm. The origin of the leak is unknown. There were no loose connections and there was no damage or defect noted on the bloodline. Additionally, there were no changes or disruptions in pressure during treatment. The clinician initiated the air removal procedure per policy via a 10cc syringe, however more & more air began appearing throughout the lines with no obvious source. There was no indication that the plunger became dislodged. No visible blood was noted on the inside wall of the arterial pressure measurement dome. After performing the air removal procedure per policy 3 times, the air in line alarm continued to appear. At that point, the patient¿s treatment was ended one hour early. Their blood was not returned and the patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. A fresenius dialyzer was in use. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The tracking number for the sample return kit is not available. The machine serial number was not provided. The machine error log and flight recorder files were not provided.

Manufacturer narrative:
Additional information: d9, h3, h7, h9. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis, no leak, kink nor any damage was found on the product. The set was in the expected condition. The sample was visually inspected and no leak, kink nor any damage was found on the product. After further inspection no damage was found, the set was in the expected condition. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was not confirmed.

Event description:
A user facility's clinical manager (cm) reported that a fresenius 5008x bloodline had air in it two and a half hours after the initiation of the patient's hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately with an air in line alarm. The origin of the leak is unknown. There were no loose connections and there was no damage or defect noted on the bloodline. Additionally, there were no changes or disruptions in pressure during treatment. The clinician initiated the air removal procedure per policy via a 10 cc syringe; however, more and more air began appearing throughout the lines with no obvious source. There was no indication that the plunger became dislodged. No visible blood was noted on the inside wall of the arterial pressure measurement dome. After performing the air removal procedure per policy 3 times, the air in line alarm continued to appear. At that point, the patient¿s treatment was ended one hour early. Their blood was not returned and the patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient serious injury or medical intervention required as a result of this event. A fresenius dialyzer was in use. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The tracking number for the sample return kit is not available. The machine serial number was not provided. The machine error log and flight recorder files were not provided.